Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leakage of fluid from the cvc. The device was removed and replaced.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen cvc catheter for evaluation. The distal extension line had an injection cap on it and both slide clamps were closed. Visual examination revealed no defects or anomalies on the catheter body, juncture hub, or extension lines. Adhesive residue was observed on the extension line bodies and suture was attached to the juncture hub suture wings. Microscopic examination of the catheter did not reveal any defects. The length and outer diameter of the catheter body were measured and were found to be within specification. Functional testing was performed by connecting each extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested per bs en iso 1055-1 annex c. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter while testing either line. The current instructions-for-use (IFU) provided with this kit instructs the user to prepare the catheter for insertion by flushing each lumen prior to use. The IFU also cautions that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. No problem was found with the returned catheter.

Event description:
The customer reports a leakage of fluid from the cvc. The device was removed and replaced.